Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer utilized unapproved transport media known to generate false results. Root cause: could not duplicate with retains; use of unapproved transport media known to generate false results. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. It is unknown whether the patient was symptomatic or not. Unknown if the result was confirmed. Confirmation methods)not provided. The customer utilized remel m4rt transport media during testing not recommended for use.